Event description:
It was reported that post op a realize gastric band procedure during a routine band adjustment performed under fluoroscopy the band tubing was found disconnected and was floating in the abdomen. The port was replaced on (B)(6), 2011. The patient had three band adjustments prior to the disconnect. The patient was discharged home same day with no adverse patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 6/30/2011. The injection port with locking connector and tubing strain relief were returned for evaluation. Upon visual inspection, it was observed that the injection port was returned in locked position; four (4) hooks were deployed. Biological debris was observed inside of the actuator ring and around hooks. Upon microscopic evaluation it was noted that the septum was punctured over 17 times. A leak test was performed on the injection port with a successful result; no leak was found. A blockage test was performed on the injection port with a successful result, no blockage was found. A functional test was performed on the injection port with a unsuccessful result. Hooks were not totally retracted. Biological debris was removed using a koh 40-45% solution and new functional test was performed with a successful result. Hooks deployed and retracted as designed. Dimensional analysis of the returned components was performed and all meet specification. No others tests than outlined above were performed. Our investigations concluded that the device was manufactured to specifications and met all release criteria. It is also noted that each and every device is inspected prior to release. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.